Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician snapped the stent slightly; as a result, the stent was fractured upon opening the package.

Manufacturer narrative:
Received one opened ureteral stent with the original unit package. During the visual inspection, it was noted that the bladder end was broken. The broken section presented stress marks as it was stressed beyond its tensile capacity. The stent was received out of its individual sealed polybag. Per the dimensional evaluation, the following results were obtained: length = 10.875 in (specification is 11.02 in ± 0.200 in); eyelet diameter = 0.0410 in (specification is 0.038 in ± 0.005 in); inner diameter = 0.049 in (specification is 0.049 in ± 0.002 in); outer diameter = 0.079 in (specification is 0.079 in ± 0.002 in. The sample dimensions were found within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions: for single use only. Do not resterilize. Do not use if the package or product is damaged; improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period; suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients; exercise care. Tearing of the stent can be caused by sharp instruments; ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device; care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation; with any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration; the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Submerge stent in sterile water to activate the coating; insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis; move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire; pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement; watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj); withdraw the guidewire slowly. The stent will form a pigtail automatically; carefully remove the push catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician snapped the stent slightly; as a result, the stent was fractured upon opening the package.

Manufacturer narrative:
Received one opened ureteral stent with the original unit package. During the visual inspection, it was noted that the bladder end was broken. The broken section presented stress marks as it was stressed beyond its tensile capacity. The stent was received out of its individual sealed polybag. Per the dimensional evaluation, the following results were obtained: ¿ length = 10.875 in (specification is 11.02 in ± 0.200 in), ¿ eyelet diameter = 0.0410 in (specification is 0.038 in ± 0.005 in), ¿ inner diameter = 0.049 in (specification is 0.049 in ± 0.002 in), ¿ outer diameter = 0.079 in (specification is 0.079 in ± 0.002 in. The sample dimensions were found within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions: for single use only. Do not resterilize. Do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. Exercise care. Tearing of the stent can be caused by sharp instruments. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Submerge stent in sterile water to activate the coating. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). (See below for proper placement directions on the multi-length ureteral stent.) Withdraw the guidewire slowly. The stent will form a pigtail automatically. Carefully remove the push catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician snapped the stent slightly; as a result, the stent was fractured upon opening the package.